Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot number: 5411832) was received at us cq. Visual inspection of the complaint device showed the tip of the needle/hook component was bent. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the device needle/hook component is bent but not broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.072. Lot: 5411832. Supplier lot number: 1602152. Manufacturing site: hägendorf. Release to warehouse date: dec 01, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, one (1) stepped drill bit cannulated did not function; six (6) depth gauge for locking screws, two (2) locking bolt measuring device, and one (1) titanium sternal locking straight plate were found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This report is for (1) depth gauge for locking screws to 100mm for im nails. This is report 03 of 10 of (B)(4).